Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that during infusion the 60 gtt burette with the 0.2 micron filter, it leaks at the filter. There was no report of patient harm.

Manufacturer narrative:
The customer report that the set leaks at the filter was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
The customer stated that during infusion the 60 gtt burette with the 0.2 micron filter, it leaks at the filter. There was no report of patient harm.